Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA and is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd ultra-fine¿ iii pen needles had mixed product issues. The following information was provided by the initial reporter: it was reported that the shelf carton and pouch has bd ultra-fine tm iii brand name, however the tear drop label notes bd micro-fine+ penta point technology.

Manufacturer narrative:
The following information has been updated. H.6. Investigation summary: visual examination of the three returned photos was carried out and pen needles from lot. No. 0196689 (expiry 2025-07) were observed in a polybag from lot. No. 9106638 (expiry 2025-04). It was also observed that the polybag in the photos is not dl product and the lot number information printed in black on the polybag for lot. No. 9106638 does not occur during the manufacturing process in dl. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos received this cannot be confirmed to be manufacturing related h3 other text : see h.10.

Event description:
It was reported that 100 bd ultra-fine¿ iii pen needles had mixed product issues. The following information was provided by the initial reporter : it was reported that the shelf carton and pouch has bd ultra-finetm iii brand name, however the tear drop label notes bd micro-fine+ penta point technology.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-mar-2022. H.6. Investigation: there are 1 pen needle box and 3 photographs received from the customer along with the reported complaint of mixed product. The investigating team has used the retention samples of mat. No. 320179 and lot no. 0196689 for investigating the reported defect. The investigation and simulation were carried out on 50 retention samples where the investigating team has visually tested the samples for mixed product and no mixed product was found in the 50 retention samples. Based on the photograph the defect is confirmed. Upon further investigation it was found that the lot number 0196689 has not been received in bd bawal. Since bd bawal is an internal customer of pen needle, the pen needle is imported from bd ireland for repacking. The DHR for material no. 320179 and batch no. 0196689 was reviewed from its manufacturing through its production to its release. There was no quality non conformance raised on this lot.

Event description:
It was reported that 100 bd ultra-fine¿ iii pen needles had mixed product issues. The following information was provided by the initial reporter : it was reported that the shelf carton and pouch has bd ultra-finetm iii brand name, however the tear drop label notes bd micro-fine+ penta point technology.